Event description:
During a wisdom tooth extraction procedure, an oral surgeon was using hu-friedy e6x potts elevator to remove tooth 1, 16, 17 and 32. On the 3rd extraction for tooth #16, approximately 1/2 inch of the elevator broke off and became embedded in the maxillary tissue/bone of the pt. Prior to this incident, tooth numbers 17 and 32 were removed with no complications. At that point, an x-ray was taken and the oral surgeon decided not to remove the embedded tip. The pt followed up with an ent doctor who determined that the tip could be removed through the nose using a procedure called nasal antrostomy. The procedure is scheduled for (B)(6) 2009.

Manufacturer narrative:
A hu-friedy representative received a phone call from dr. (B)(6) office describing an adverse event involving a hu-friedy surgical elevator, that occurred on (B)(6) 2009 and involved a 19 year old female. No weight info was available. The instrument was returned on (B)(6) 2009 and was evaluated by a quality assurance engineer. The instrument, which was manufactured in 1984, broke approximately 6-7 mm from the tip. Hardness measurements were taken and met the requirements, which indicates that the point was properly heat treated. Visual and dimensional inspections indicated that the instrument was within specification for size and shape, no manufacturing defects were detected. The life expectancy for these types of surgical elevators is up to 7 years. The returned surgical elevator was manufactured approximately 25 years ago (1984). The returned broken surgical elevator had well exceeded its life expectancy. Additional notes by section: section a - the oral surgeon's office was not able to provide any weight info on the pt. Section d - hu-friedy does not track our devices, which are mostly low risk class 1 devices, by serial number, only a lot # which is tied to the date of manufacture. At the time of manufacture, instruments were only being marked with the year of manufacture. The product involved in the event was a stainless steel instrument that does not have an expiration date. The device is not implanted, therefore, implant/explant dates are not applicable.